Manufacturer narrative:
Device received with a severe crack in the lcd window which prevents the user from seeing the part of the menu that is displayed directly underneath it. In addition to this, there are some puncture marks on the keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a big crack at the front on the screen and it did not turn on. The customer¿s blood glucose 240 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.